Event description:
Boston scientific received information that during a follow up visit, this pacemaker revealed 50% longevity remaining on the gas gauge with less than 5 years remaining. Customer expressed concern that the device may deplete in less than 5 years as it was implanted on (B)(6) 2003. No adverse patient effects were noted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.